Manufacturer narrative:
X2 user guide states: "do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. Use of cartridges not manufactured by tandem diabetes care, inc. Or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer received a valid minimum fill notification after filling a cartridge with about 50 units of insulin. The customer re-filled the same cartridge with an additional 250 units resulting in a second minimum fill notification. Reportedly, the customer loaded a new cartridge successfully with 300 units of insulin. There was no reported adverse impact to the customer's blood glucose.